Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove appears to be due to challenging patient anatomy. A cause for the reported pericardial effusion could not be determined. Additionally, pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention (pericardiocentesis) was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult to remove, pericardial effusion and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted calcified valve, thickened leaflets, and small left atrium. The clip delivery system (cds) was advanced to the mitral valve, but then the clip became stuck in the leaflet. Troubleshooting was performed, and the clip was freed. However, when the clip was retracted to the left atrium, a pericardial effusion occurred. Heparin was reversed and pericardiocentesis was performed . The procedure was aborted. No clips were implanted, and mr is 4.there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.